Event description:
A falsely elevated total human chorionic gonadotropin (thcg) patient sample test result was obtained from an atellica im 1300 instrument. The initial test result was released to the physician(s). The same sample was repeated on the same instrument in duplicate and lower test results were obtained. The repeat results were provided to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated total hcg test result.

Manufacturer narrative:
A united states customer contacted siemens to report a falsely elevated total human chorionic gonadotropin (thcg) patient sample test result was obtained from an atellica im 1300 instrument. Siemens reviewed the available information and found the same reagent pack was used for both the initial and repeat testing. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and reagents were performing acceptably. The issue only affected this patient sample. The cause of the falsely elevated thcg patient sample test result is unknown. Potential contributing factors include sample integrity and/or preanalytical variables. The instrument is performing within specifications. No further evaluation of this device is needed.